Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet generated alert 61 indicating an external flash write error, after which the patient was instructed to shut down the device and revert to backup therapy while a replacement ilet was arranged. Symptoms included no reported changes in blood glucose. Outcomes included continued therapy via backup methods without medical intervention or hospitalization. Investigation included internal review of the alarm condition and coordination for device return and data synchronization via the mobile app. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.